Manufacturer narrative:
(B)(4). A follow-up report will be submit upon completion of the plant's investigation.

Event description:
During a call to technical support, the patient revealed that he was hospitalized for a surgical repair of an unknown type of hernia. No additional information at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions.